Event description:
During a follow-up, noise was observed on the right ventricular (rv) lead. Provocative testing was performed and the lead noise was not reproduced. No intervention has been performed at this time. The patient was stable and will continue to be monitored.

Event description:
Additional information was received that the noise resulted in oversensing.